Event description:
It was reported that a pump was alarming for system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd the device, but the eval is still in progress. When the eval is complete, a supplemental report will be submitted.